Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
A report was received from (B)(6) canada vigilance program which states, "nurse went to use the pump to deliver an infusion but was met with safety clamp open" message that impeded them from delivering the infusion. Upon opening the keypad assembly of the pump, the ribbon cable had a visible burnt mark across its length". There was patient involvement, however outcome is unknown.